Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent remains implanted; therefore, it is not available for eval. The event investigation is currently underway.

Event description:
It was reported that the stent thrombosed and appeared to be fractured. Reportedly, approx one week post stent implant, the pt presented with claudication. Imaging was performed and it was identified that the stent had thrombosed and a stent strut appears to be fractured. Thrombolysis was performed. The pt was reported to be asymptomatic and doing well post treatment.